Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reet3106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer sheath was not smooth with bulges, unusable. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged distal tip on an introducer sheath was confirmed but the cause is unknown. Two photographs were returned for evaluation of this complaint. Both photos were of a distal section of a microintroducer/dilator/sheath, showing the distal end of the dilator and the distal end of the sheath. The sheath had not been peeled and was found around the dilator. The distal end of the sheath was deformed with the material flared outward, away from the dilator shaft. Based on evaluation of the photo, possible contributing factors include too small of an incision, steep insertion angle, and/or a poor transition of the introducer sheath to the dilator. However, the exact root cause could not be determined from the photo. The IFU states ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the introducer sheath was not smooth with bulges, unusable. No other information provided.